Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained indicating that the left ventricular (lv) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient¿s system exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. Additional information was obtained indicating that these high oor lv pacing lead measurements occurred when the ring was in the lv pacing configuration. The source of this observation was not specifically determined. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).